Event description:
It was reported that the unit was returned to them because the green cable was damaged. No patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require a new green cable. The customer's complaint has been confirmed.